Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was 204 mg/dl. Customer also stated that the scroll bar was not moving with no input. Customer states pressing menu button takes them to the menu screen and left and down only after coming from lock screen. Insulin pump was neither dropped nor exposed to moisture and block mode was inactive. It was also stated that button was not unresponsive during an easy bolus attempt. Trouble shooting was performed. Customer was advised to remove battery from insulin pump and replace with a recommended new or fully charged aa battery. Customer states the buttons are responding now and self test was complete. The device will not be returned for analysis.